Event description:
A caller reported an issue with the touchscreen of their pump was frozen and unresponsive to input. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support provided instructions for a complete pump reset, which did not resolve the issue. The customer planned to use multiple daily injections as a backup therapy while returning the pump to tandem using a pre-paid label. The caller was also instructed on how to place the pump into storage mode before returning it.